Event description:
Staff at the dental office found the tubehead of the gx770 x-ray unit hanging by the cable. The yoke had become disconnected from the articulated arm assembly. It was noted by the staff that it appeared to be loose the day prior to the event. The unit was not in use at the time of the event.

Manufacturer narrative:
There was no user or patient injury from this event. An inspection was performed on-site by a dealer service technician and the articulated arm of the unit was returned to the manufacturer for evaluation. No problem was found with the mounting assembly of the arm. The tubehead/yoke assemblies of the gx 770 units are assembled to the articulated arm on-site during the system installations. The pivot post of the yoke is inserted into the mounting assembly of the articulated arm. A washer, keyed washer and plastic retaining cover are assembled at this rotating joint to secure the yoke to the arm. The labeling for the installation cautions that the plastic retaining cover must be installed to prevent the tubehead from falling out during use. If the retaining cover was not properly in-place it could have contributed to this event. This could not be determined after the event due to the hardware coming off at the disconnection.